Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit passed dat test. Unit received with cracked reservoir tube lip, cracked belt clip slot and minor scratches on lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 around 5:30 am with blood glucose of 800 mg/dl. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer is still in hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.